Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h10. Three (3) good faith efforts were made to get more information but no response was made. If new information is received this complaint will be reopened and updated.

Event description:
N/a.